Manufacturer narrative:
(B)(4). The customer reported the device failed the defib charge segment of the user-initiated shift/system check, displayed error code 00001 (slow charge defibrillator error) and hung up. There was no pt involvement. Philips evaluated the device, confirmed the symptom and resolved this malfunction by replacing the power pca.

Event description:
The customer reported the device failed the defib charge segment of the user-initiated shift/system check, displayed error code 00001 (slow charge defibrillator error) and hung up. There was no pt involvement.